Event description:
Potential for injury associated with an m91 custom power wheelchair where the arm release handle and shroud are broken. This event could produce product instability resulting in a fall.